Event description:
Complaint was received in a batch report from the distributor (lot #267617) on (B)(6) 2013. No other information was provided. Caller alleges that three (3) tests in a row showed false negative hcg results using the consult diagnostics hcg urine cassette tests.

Manufacturer narrative:
Investigation: lot number(s): hcg2090062. Expiration date(s): 08/2014. Control: 20miu/ml hcg urine lot: hcg121115-01, 203.2iu/ml hcg urine lot: hcg130307-01, 214.7iu/ml hcg urine lot: hcg130307-03, 240.5iu/ml hcg urine lot: hcg130307-04. Clinical positive urine samples from 3 pregnancy women. Summary of results: the retention devices meet qc specification. Detail as below: the 20miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=15). The 203.2iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 214.7iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 240.5iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 3 clinical positive samples yielded clearly positive results with retention devices at 3 minutes (n=2 for each sample). Conclusion: from retain testing with in-house control and clinical positive urine samples, the client's result was not replicated and the product performed as expected. No details of incident was provided. In-house low and high hcg controls and positive clinical samples were testes with retain product. No false negative was observed. No other complaint was reported for this lot. No product deficiency was established.